Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the mitraclip instructions for use states under the indication for use section: the mitraclip ntr/xtr clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. All available information was investigated and the reported complete clip detachment (ccd) appears to be due to a combination of patient anatomy (rotated axis of the heart), the procedural conditions of sub-optimal imaging and off-label use of the device in the tricuspid valve. The mitraclip device was used on the tricuspid valve which likely contributed to the expulsion. The reported patient effect of tricuspid regurgitation was due to the ccd. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report the clip detached from both leaflets. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced to the tricuspid valve though imaging was difficult. After clip deployment, it was noted the clip detached from both the anterior and septal leaflets. The gripper line was still attached to the clip therefore the clip was retracted to the tip of the steerable guide catheter (sgc) and removed. The procedure was aborted with the tr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.